Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the palindrome catheter was removed due to the fact that micro holes were found in wall of catheter at the silicone extension. The catheter needed to be replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.